Event description:
It was reported that this right atrial (ra) lead exhibited high impedances greater than 3000 ohms. Additionally, a lead conductor fracture was suspected. Approximately 6 weeks after the initial procedure, the patient went to the hospital for a routine follow-up visit. It was during the follow-up visit that high, out of range impedances were observed. Subsequently, the patient was immediately admitted for surgical intervention to explant and replace this lead. This lead was replaced with a non bsc lead. After replacement, the parameters were observed to be normal. No additional adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedances greater than 3000 ohms. Additionally, a lead conductor fracture was suspected. Approximately 6 weeks after the initial procedure, the patient went to the hospital for a routine follow-up visit. It was during the follow-up visit that high, out of range impedances were observed. Subsequently, the patient was immediately admitted for surgical intervention to explant and replace this lead. This lead was replaced with a non-bsc lead. After replacement, the parameters were observed to be normal. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments, severed 8.5cm from the terminal end. Visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Despite the inner coil fracture, the high pacing impedance allegation was not confirmed because the fracture likely occurred during the revision/explant. No other conductor abnormalities were found. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.